Event description:
Legal claim alleges pt was revised to address chronic dislocation. Additionally, asr was implanted at the revision surgery and pt continues to have persistant pain. Update: (B)(6) 2011 - litigation papers received. They mention pt's continued pain and that her blood test revealed a dangerously high level of cobalt in her blood.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.